Manufacturer narrative:
Concomitant medical products: product ID: 33872836, serial#: (B)(4), product type: lead. Product ID: 33872836, serial# : (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported the patient's lead was damaged during the replacement, and thus, not connected. Lead fracture was noted. It was indicated the lead was explanted and replaced (B)(6) 2014 and the outcome was resolved without sequelae. The event had resulted in prolongation of an existing hospitalization and an unscheduled clinic/office visit. Etiology was reported as surgery/anesthesia.

Manufacturer narrative:
Upon reviewing further information, it was confirmed that lead lot # b0288402k was the only lead that had fractured.

Event description:
Additional information received reported the lead was damaged during a normal battery depletion replacement and the implantable pulse generator (ipg) was moved from the infraclavicular to abdominal. The lead was damaged when the extension was disconnected from the lead. Due to damage of the lead, the lead was not connected to the ipg.